Event description:
Reoperation on a (B)(6) patient on whom a right hemicolectomy was done on (B)(6) 2008. The pt appeared to have a wound dehiscence, and the exact nature of the adverse event is still unclear, although it would appear that there was some problem at or near the site of the anastomosis.

Manufacturer narrative:
No corrective action or remedial actions. Minor leaks are common adverse events in this kind of procedure.